Event description:
During cardiopulmonary bypass, it was reported that the level sensor malfunctioned and the system had to be hand cranked for a short time. The device was not changed out and the surgery was completed successfully. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.